Manufacturer narrative:
The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer. Lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number. D4: no product information is available; therefore, UDI information is unknown. G4: possible 510k #s: k932188, k061573, k932141, k052828. Distributor contact information: (B)(4).

Event description:
The event occurred on an unspecified date and involved an unspecified safeset transpac sets. The distributor reported the event and stated that they were asking for help regarding MRI lines because their customer has been having issues with safeset transpac sets. The customer claims that they have been having issues of underdamping in arterial pressure measurement, especially if using safeset line. They checked and there is no issue with monitor or patient cannula. There is unknown patient involvement; harm was not reported as a consequence of this event.